Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer however, returned scope bh-h190, serial number (B)(4). Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure at an unknown date the image was cut off. During inspection at the service center the image was found to be green. No further information was provided but there was no report about an adverse event or patient injury.